Event description:
Pt visited their pain mgmt physician for refill of medtronic synchromed intrathecal morphine pump. Physician's assistant is believed to have injected 18 ml mscl 65.0 mg/ml into pt missing the pump. The morphine solution was leaking from pt on withdrawal of syringe. Assistant was unsure what that meant. The pt was rushed to the ER but was in coma for days and incurred tens of thousands of dollars in medical expense after this nearly fatal overdose.